Manufacturer narrative:
The reported events of lead exhibited oversensing of noise leading to inappropriate shocks and fracture were confirmed. A fracture of the conductor was noted at 20.4 cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of oversensing of noise leading to inappropriate shocks.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a shock. Interrogation revealed that the right ventricular lead exhibited oversensing of noise leading to inappropriate shocks. Programming changes were made. The lead was removed and replaced in another visit. The patient had no adverse consequences and was discharged.

Event description:
New information received notes that the lead exhibited a fracture.